Manufacturer narrative:
Device evaluated by MFR.: the stent was received without the stent delivery system (sds). The stent (separated from the stent delivery system), a guide catheter, a 2.3f catheter and a guide wire were returned. A visual examination of the crimped stent identified severe damage and distortion to the entire length of the stent profile. As the stent delivery system (sds) was not returned, no analysis could be carried out. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the 24x3.00 promus premier¿ drug-eluting stent was removed completely. The procedure was completed with a non-bsc stent with the help of a guidezilla guide extension catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 24x3.00 promus premier drug-eluting stent was removed completely. The procedure was completed with a non-bsc stent with the help of a guidezilla guide extension catheter.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. The target lesion was located in the calcified ostial right coronary artery (rca). Upon insertion of the 24 x 3.00 promus premier drug eluting stent through a non-bsc guide catheter longitudinal shortening of the stent was noted. The stent was completely uncrimped. The stent was removed with a snare from the iliac artery. No patient complications were reported.